Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented at an in-clinic follow-up with increasing thresholds on the right ventricular lead. Chest x-ray confirmed that the lead was dislodged. The lead was explanted and replaced. The patient was reported as stable.